Event description:
It was reported that the event involved a (B)(6) female pt while in vascular surgery during use. The intra-aortic balloon (iab) was inserted via the pt's leg without issue. When the pt arrived in the intensive care unit (ICU) there was bleeding at the insertion site observed. The doctor decided to move the pt to the vascular cath lab and when the pt came back the helium tubing was full of blood. Add'l info received from the professor head of the cath lab stated that they opened and zeroed the iab. The iab was inserted via right leg without issue. At this point the fiberoptic sensor (fos) stopped working and the green light on the monitor turned blue. The iab was used without the fos. After the procedure they moved the pt into the ICU and at that time the insertion site began to bleed. Immediately they moved the pt to the vascular department (vd. By the time the pt came back to the vd the pump was off and the iab was full of blood. The iab and sheath (with the side port) were removed at the same time together as one unit. It was impossible to use another iab. Immediately they started to administrate drug therapy. The pt outcome is the pt is still in the hospital, but not the intensive care unit as the pt is getting better.

Manufacturer narrative:
(B)(4).